Event description:
Info received 8/2005. Event report received from scientific studies: lead dislodgement. Lead repositioned.

Event description:
Info received 8/2/2005. Event report received from scientific studies: lead dislodgement. Lead repositioned.